Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 835 mcg/ml (dose 419.82 mcg/day), fentanyl 2750 mcg/ml (dose 1382.7 mcg/day), and marcaine 22.5 mg/ml (dose 11.313 mg/day) via an implanted pump. The baclofen lot number was unknown. The patient's medical history and concomitant medications were unknown. The indications for use included spinal pain. It was reported within 15 minutes or less of pump refills the patient experienced overdose. This occurred on (B)(6) 2015 after a pump refill and the patient went to the emergency room (ER) where the company representative (rep) checked the pump. The pump did not malfunction and "must probably be doctor error". The patient wanted to know what would cause it. The patient stopped breathing for 15 minutes and they had to intubate her and "breathe for the patient". It was reported she woke up during this process and her partner was horrified. The patient was scheduled to see the hcp on (B)(6) 2016, but there was not a rep present and she was going back in a few days when a rep was there. The patient had altered mental status before she passed out (only a few minutes) and they went from the doctor's office to the restaurant. The situation was resolved and was being addressed by the healthcare provider (hcp). The baclofen lot number, other medications the patient was taking at the time of the event, pertinent medical history, diagnostics performed, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the healthcare provider indicated that other medications the patient was taking at the time of the event included a benzodiazepine which was prescribed by another provider. The patient had a history of narcolepsy. Diagnostics performed in regards to the overdose in 2015 was a toxicology screen in the emergency department; however, it was incomplete. The overdose resolved; the dosage in the pump and patient activated bolus dosages were decreased.